Manufacturer narrative:
Patient information not provided for any type of follow up. There is no information given for us to conduct any type of review and the reported complaint on the medwatch is not conclusive that the reported malfunction is due to the device or the patient not using properly.

Event description:
A patient complained to their pharmacy who submitted a medwatch: patient attempted to use autoject device and it would not inject. Date of occurrence is unknown. The patient used a prefilled syringe to administer their dose.